Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
I'm writing this to report that a surgeon made a complaint about defective 42 -2090 after the surgery. Cat#42-2090, lot#0001313336. Details: at the end of the operation, a surgeon checked the flow of ascites by pressing the chamber. Then, he discovered that ascites was leaking from the pump chamber. This defective shunt was removed and replaced with another one. There is no health effect on the patient. The pump chamber only (catheters have been cut off) was returned to mihama medical from the hospital. We see a cut on the flat side of the chamber. We've confirmed that water leak from this cut by pressing the chamber.

Manufacturer narrative:
No physical sample was provided for evaluation due to covid-19 shipping service restrictions. However, photograph of the sample below was provided for analysis. Visual analysis of the photograph confirms failure mode, sample is cracked near large valve area. A review of the device history record shows that all inspection results passed per the device history record review process and no anomalies were noticed during production or during the quality inspections. No issues were identified during incoming inspection, manufacture, or quality inspection for this lot of shunts (0001313336). It is most probable that the integrity of the product was compromised after leaving the facility and prior to procedure, or excessive force was used during or after the procedure. Since no root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
I'm writing this to report that a surgeon made a complaint about defective 42 -2090 after the surgery. Cat#42-2090, lot#0001313336. Details: at the end of the operation, a surgeon checked the flow of ascites by pressing the chamber. Then, he discovered that ascites was leaking from the pump chamber. This defective shunt was removed and replaced with another one. There is no health effect on the patient. The pump chamber only (catheters have been cut off) was returned to mihama medical from the hospital. We see a cut on the flat side of the chamber. We've confirmed that water leak from this cut by pressing the chamber.